Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent but recurrent high out-of-range impedances. There was also evidence of oversensed noise. The patient is pacemaker dependent but there were no adverse patient effects were reported. Recent and implant x-rays were sent to boston scientific technical services (ts) for assessment. Ts confirmed that the terminal pins of both leads were fully inserted ruling out a possible connection issue. Ts also noted that there appears to be a sharp bend in the leads near the clavicle region which were not evident in the implant x-rays. Ts recommended bringing the patient in for troubleshooting and isometrics. The physician has elected to monitor the patient and will perform further testing at the next revision procedure. As of today the lead remain in service.